Manufacturer narrative:
The customer indicated that qc results were acceptable. The customer is using reagent lot m004772. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry system. The results were reported out of the laboratory. The patients were referred to a rheumatologist for further testing.